Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The pt was in a rehab facility at the time of the event. Prior to treatment delivery, the pt's flags show "te pad placement faults." In addition, the impedance at the time of treatment was 672 ohms. These are indicative of the lifevest not maming sufficient contact with the pt's skin at the time of treatment delivery. The response buttons were not pressed during the event. The pt remains in the rehab facility, and pt continue to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remains in the rehab facility and continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Mfg date: monitor: (B)(4): 12/01/2013 - reuse; electrode belt (B)(4)- 02/01/2012 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per pt-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg.